Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned they don't think their stimulator is working right. Patient mentioned one of the batteries is at 60% and the other is at 90% and battery level never moves. Agent asked patient if they meant that the battery was not getting too low and patient said they didn't know. Patient also mentioned that the first battery dropped real quick like 20 points and the bottom one hasn't moved at all. During the call, patient was on program a and there was no green halo encircling the letter. Patient pressed the white square on top of the controller and was able to turn the stimulation on. Patient did not feel any stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field for visibility.

Event description:
Additional information was received, it was reported the patient had not yet seen their hcp. The patient saw their representative who noted some of the settings were off so they reset them. The patient noted they leave their device off most of the time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.